Event description:
It was reported that the patient was explanted. Whether the explant was device or therapy related was not provided by the customer.

Manufacturer narrative:
A4: patient weight requested but not provided. Manufacturer's investigation conclusion: multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. As of 22apr2024 the device has not been returned for evaluation. If the device returns at a later date this investigation will be reopened. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the hm 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.